Event description:
It was reported that "while treating an out of hospital cardiac arrest patient, the doctor was attempting to insert a femoral arterial line, but found he was unable to thread the arterial line over the wire. A fresh arterial line was used, over the same wire and this worked well. On closer inspection it was found that the tip of the first arterial line (which had failed) was deformed (flat) and therefore couldn't accept the diameter of the wire." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, opened arterial catheterization set including one, single-lumen catheter for analysis. Signs of use in the form of biological material were observed on and within the catheter. The guide wire and protective tubing were not returned. Visual analysis revealed the returned packaging had signs of folding/creasing upon return. Visual and microscopic examination revealed the distal end of the catheter appeared flattened/crushed. The flattened portion of the catheter measured approximately 0-7 mm from the distal tip. The catheter body length measured 163 mm, which is within the specification limits of 162-166 mm per catheter product drawing. The catheter outer diameter measured 1.04 mm, which is within the specification limits of 1.04-1.09 mm per catheter product drawing. The catheter was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire. Precaution: allow sufficient guidewire length to remain exposed at hub end of catheter to maintain firm grip on guidewire. Grasping near skin, advance catheter into vessel." A lab inventory 0.533 mm guide wire was attempted to thread through the distal tip of the catheter and met resistance. The guide wire was unable to advance through. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package is damaged." The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer report of a damaged catheter tip was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed the distal end of the returned catheter appeared flattened/crushed, and the guide wire was unable to advance through. Finished good sac-01620-pbx rev.14 contains a catheter that is separate from the guide wire assembly. The guide wire is not pre-assembled within the catheter component which suggests the damage to the catheter tip occurred prior to customer receipt of the kit. The damage to the catheter at the distal end may have occurred during the tipping process. Based on these circumstances, manufacturing (tipping) likely caused or contributed to the reported event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "while treating an out of hospital cardiac arrest patient, the doctor was attempting to insert a femoral arterial line, but found he was unable to thread the arterial line over the wire. A fresh arterial line was used, over the same wire and this worked well. On closer inspection it was found that the tip of the first arterial line (which had failed) was deformed (flat) and therefore couldn't accept the diameter of the wire." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)